Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) service centre in (B)(4), where it was inspected by a trained f&p service engineer. The device was visually inspected and performance tested. Results: visual inspection at the service center revealed that the gas inlet port was broken. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. We also note that the complaint device is more than 11 years old. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A distributor in (B)(4) sent through the rd900 neopuff infant resuscitator for annual routine service. Upon servicing, it was revealed that the complaint device had a broken inlet port. There was no patient involvement.